Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the following change in therapy: loss of stimulation. The consumer stated that their doctor thought they needed to have it t-weaked and they had a second system from another manufacturer. It was stated the stimulator ¿had moved, the paddle lead moved in the last 90 days or so.¿ it was noted they were having problems at the paddle site and they were having pain in both hips from the sciatica pain. The patient had always been there since implant, and that¿s why they put the second implantable neurostimulator (ins) from another manufacturer. It was noted they kind of work in tandem, and the other manufacturer one was meant to cover the pain that this one couldn¿t reach. It was stated the patient had fallen many times starting this year in 2016. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.